Event description:
Related manufacturer reference number: 2017865-2022-10773 / 2017865-2022-10778. It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Upon review, the right atrial(ra) and right ventricular(rv) lead were dislodged and the implantable cardioverter defibrillator moved due to suspected twiddler's syndrome. Dislodgement was confirmed via x-ray imaging. The rv lead was re-positioned successfully on (B)(6) 2022. The ra lead and the device were explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, twiddlers syndrome and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix functioned appropriately. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.